Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: returned product consisted of a rebel bms catheter. The balloon was loosely folded with the stent present on the balloon. The outer shaft, inner shaft, balloon, stent and tip were microscopically examined. The tip is damaged. There are numerous hypotube and shaft kinks. The distal end of the stent is stretched/damaged and is stretched over the tip. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that advancing difficulty was encountered. Vascular access was obtained via the right side. The 74% stenosed, 3.5mm in diameter, eccentric, de novo target lesion was located in a severely tortuous, severely calcified right coronary artery with a significant bend of greater than 90 degrees.. Following predilitation with 3.0x20mm and 3.5x20mm emerge balloons, residual stenosis was 52%. A, 28 x 3.50 rebel stent was advanced but significant resistance was encountered. Another of the same stent was also advanced but failed to reach the lesion. Finally, the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.